Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization defibrillator (crt-d) delivered 3 inappropriate bursts of anti-tachycardia pacing (atp) and 3 tachy shocks due to 3 episodes of supraventricular tachycardia (svt) with rapid ventricular response (rvr). There is no evidence of therapy exhaustion. This lead remains in service and the patient's medication was adjusted as corrective action. No additional adverse patient effects were reported.